Manufacturer narrative:
(B)(4). Batch # n93p6d. The device was returned with the distal tip of the blade broken off. The broken tip was not returned. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for an unspecified alert screen. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality using a lab cable. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. During our investigation of the device, it was confirmed that ¿blade error detected¿, ¿relax pressure on blade¿, and ¿remove instrument from patient¿ alert screens were encountered during the procedure; however, we were unable to duplicate these during the investigation. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a high laparoscopic anterior resection procedure, the device stopped working after sometime. Error message kept appearing on the generator. Another device was opened and procedure was completed with a new scalpel. Case delayed by two minutes. There were no adverse consequences for the patient. No patient consequence.